Manufacturer narrative:
(B) (4).

Event description:
It was reported that impedance values between electrodes 12, 13, 14, and 15 suggested that there was current flow between them. No action was taken. The event was reported as ongoing. No patient symptoms were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. As a result of the review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the (B) (4) staff.